Manufacturer narrative:
(B)(4). UDI(di): (B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture. X-ray revealed that the lead had dislodged. No intervention or patient symptoms were reported.